Event description:
The reporter stated, the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) in 2008. The lens was explanted one year later due to excessive vaulting. Subsequently, the patient experienced tension in the eye during the day. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Tension.